Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon would not inflate during use. Staff reported a hole in the balloon. Per additional information received via email on 18sep2025, it was reported that the ICU at lj was reporting leaking foley catheters bag at the sampling port and where the seam was attached to the urometer. We are seeing a failure trend at this location. Per follow up information received via email on 26sep2025, no patient harm was reported. Per the rn ¿when I inserted the foley catheter to the patient, I found the catheter has a hole and I couldn't inflate the balloon with water". Per additional information received via email on 29oct2025, it was reported that one patient developed a cauti per rn report, but they do not have specifics. The replacement of urinary catheter; cauti treatment. They noted a towel beneath a foley catheter hanging on patient¿s bed that appeared saturated with urine. Per the rn it was because the catheter was leaking between the urometer and the collection bag and was pending replacement. According to the rn, this had occurred with her prior two patients as well requiring catheter replacement. They asked that she keep the product once removed, but they do not know that they occurred. They later learned that this patient had developed a cauti infection. They do not have patient details.